Event description:
A 3rd party service agent contacted physio-control to report that their customer's device intermittently powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The device will be returned to the 3rd party service agent for evaluation. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a final report on this event upon completion of the investigation.